Event description:
According to the o.r, the pump itself had too much fluid going into the patient's joint. After the case they changed the transducer to see if maybe that would resolve the problem, but it did not. It was stated that the procedure dide not require any post-operative attention. The unit was replaced and the procedure continued. Very little delay in the case was reported.